Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had an MRI of the brain done on the 21st and patient did not report any problems during the MRI or after the scan. Caller stated today, patient met with hcp again and noted that she "felt something like a clinch" during the MRI scan and hcp noted that she does not believe the patient had stim turned off for the MRI. Caller then added that the patient said she has had no problems since the MRI scan. The patient had not follow up with hcp regarding the issue. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that on (B)(6) 2019 they had an MRI of the brain. They felt electrical pulses as if they were doing exercises stimulation or turning up the rate. It happened three times, every times on the left side of their head was having a picture, the patient also saw sparks of lite on the left side and it sounded like ten foil in a microwave on the left side of their head. Everything was checked with programmer by doctor. The clinch felt was noted as pulse sensation. The patient reported that they did not know they had to turn it off and felt painful sensation while doing MRI scan.